Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated a high blood glucose 400 mg/dl. Troubleshooting was performed and customer confirmed that the retainer ring was damaged and the reservoir was not able to lock in the place. It was unknown if the customer was using the pump smart guard feature. The customer was assisted with troubleshooting and was advised to discontinue the use of the device. Device will be returned for analysis.

Event description:
Customer reported that auto mode was not active at time of event. Customer reported that they were using insulin pump when damaged. Customer reported that parts were missing on the reservoir and reservoir came out. Device was returned for analysis.

Manufacturer narrative:
Retainer ring=black; case type=ngp. Customer complained on 09/29/2022 is experiencing high bg and the retainer ring is damaged. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, partially broken retainer, cracked keypad overlay, missing display window cover, cracked battery tube threads, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Pump passed functional testing and confirmed partially broken retainer ring during visual inspection. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.